Event description:
Failure of IV tubing unable to connect luer lock portion of distal tubing to patient IV because it was apparently fused. The business manager inquired through the pacu charge nurse what issues were related to the incident involving the baxter clearlink IV tubing. She stated that there were several different issues related to the tubing. One incident involved the tubing being kinked, not allowing fluid to pass through. Second incident involved the distal luer-lock end being fused to tubing not allowing for connection to another tubing. The baxter sales representative was contacted and came in to investigate. He reported incidents back to baxter quality control to be investigated and a root cause analysis to be done. Baxter will report back finding of analysis.